Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the in-box implantable cardiac monitor exhibited an error message upon interrogation. The device was not used.

Manufacturer narrative:
Analysis was normal. No anomalies were found.